Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose levels. Troubleshooting was performed and customer noticed that the luer lock was loose and insulin was leaking out. No further info on hospitalization was reported.